Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/17/2015 with the following findings: investigation revealed the display screen was dim and discolored. A pump case crack was observed. Leak testing revealed a pump case leak. Moisture was observed on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen, a pump case crack and leak, and internal moisture ingress. This report is made based on results of the investigation performed on 08/17/2015.